Event description:
It was reported that during a percutaneous transluminal angioplasty intervention, balloon rupture occurred. Vascular access was gained via the left brachial artery using a 6f non-bsc introducer sheath. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right common iliac artery. Ivus was performed after a non-bsc guide wire crossed the lesion. The 8.0 x 40, 135cm mustang balloon catheter was used to treat the lesion. Predilatation was performed with an unspecified size sterling balloon catheter and deployed a 8mm, 4 cm epic stent . After the first dilatation with this device, second dilatation was then performed. First inflation was at 10 atms. Though indentation was performed enough, the balloon ruptured at 15 atms. The physician confirmed that the dilatation was enough since angiography and ivus were performed. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).